Manufacturer narrative:
The customer¿s report of a leak at the pumping segment was confirmed. Visual inspection of the set under magnification observed a tear in the silicone segment in which the tear was observed to be atop the bottom edge of the upper fitment. No crush marks or tool marks were observed around the upper fitment. There were no other damages or issues observed with the rest of the set. Functional and pressure testing confirmed leaking from the tear in the tubing. The root cause of the customer¿s report of a leak was identified as due to a tear in the silicone segment.

Event description:
The customer reported that tpn started leaking from the flexible part of the tubing under blue plastic upper fitment while connected to a patient. There was no patient harm.